Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that there was an intermittent loss of communication between the control module and system. The fse replaced the imaging module and downloaded correct firmware to resolve the issue. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcomes.

Event description:
It has been reported to philips that the system did not bootup normally. The customer performed multiple restarts and the system was functional. The device was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.